Event description:
The sales rep, reported the following event : surgeon provided me with x-rays of a surgery performed with a variax humeral plate. He operated a (B)(6) patient on (B)(6), 2015 following a trauma. The three proximal screws came out of the plate which led to the rupture of the assembly. These three screws are locking screws, the most proximal one was put in a non adapted compression hole for this type of screw. But the other two screws were well positioned. The patient was revised yesterday, (B)(6) 2015, and I was present with the surgeon.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that the screws backed out could be confirmed. The concerned screw has been received damaged: the screw head threads and shaft threads are deformed. As per clinical expert evaluation, x-rays showed all screws in the proximal fragment have been backed out resulting in loss of fixation with significant dorsal displacement. Based on the investigation the root cause was attributed to a user related issue. As per clinical assessment : "comminuted fracture of the distal humerus shaft, fixed with a variax distal posterior lateral humerus plate. The plate has been fixed in the distal fragment with four screws and in the proximal fragment with three locking screws, whereby one locking screw has been placed in the proximal oblong hole of the plate. All screws in the proximal fragment have been backed out resulting in loss of fixation with significant dorsal displacement. Advanced osteoporosis with significant decrease of the wall thickness in the shaft portion. Superposition of skin clips and a cast made from plastics. The present x-rays show internal fixation of an unstable distal humerus shaft fracture in a (B)(6) patient having advanced osteoporosis, which is a borderline indication for such a fixation device in general. Additionally, a considerable number of significant surgical blunders have been identified, which have caused the implant failure: the chosen plate was much too short. In patients having such a poor bone quality a minimum of five (better six or seven) screws should be placed in the proximal and distal fragment each to enlarge the lever arm of the plate fixation, thereby reducing the loads at each screw. In the proximal portion of the plate three locking screws were placed. The use of locking screws in the shaft portion is disadvantageous compared to non locking screws because locking screws prevent effective support of the cortical bone surface. The most proximal locking screw was inserted in an oblong hole, which is an offense against basics of locking plate fixation technique. This screw had no significant function and the number of effective load bearing screws in the proximal fragment was therefore reduced to two. Insertion of the proximal screws was too close to the fracture zone. In this area the bone may be weakened and hidden fissures stating from the fracture zone may be present. As advanced osteoporosis is a nominated contraindication in the labeling of variax, additional measures (e.g. Filling the marrow cavity with bone cement for compound osteosynthesis) should be considered. With all those significant surgical blunders the implant failure caused by back out of the screws and loosening of the plate was a foreseeable hazard. Such a kind of poor internal fracture fixation has no chance to withstand the forces and bending moments that are found in the distal humerus close the elbow joint in an osteoporotic bone of a (B)(6) patient. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The sales rep, reported the following event : surgeon provided me with x-rays of a surgery performed with a variax humeral plate. He operated a (B)(6) patient on (B)(6) 2015 following a trauma. The three proximal screws came out of the plate which led to the rupture of the assembly. These three screws are locking screws, the most proximal one was put in a non adapted compression hole for this type of screw. But the other two screws were well positioned. The patient was revised yesterday, (B)(6) 2015, and I was present with the surgeon. Additional information received, reported that the locking screws could not be locked into the plate. Other locking screws available in the kit were used.